Event description:
The manufacturer received information alleging that the house of the patient who uses this CPAP was destroyed by a fire, and the CPAP was burnt in the fire, so they are requesting a replacement CPAP to be arranged. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filled.